Event description:
It was reported that this patient recently received a shock from their implantable cardioverter defibrillator (ICD) and boston scientific technical services (ts) was contacted for discussion. Upon event review, ts determined that the shock was likely delivered appropriately for ventricular tachycardia (vt), rather than supraventricular tachycardia. However, ts also noted a gradual increase in the right atrial (ra) pacing impedance measurements, with the most recent values being out-of-range (>2000 ohms). This gradual rise in impedance was likely the result of calcification or changes in tissue conductivity due to patient condition. The ra threshold measurements were also noted to be elevated. Additionally, the right ventricular (rv) lead amplitude measurements had decreased. Ts recommended assessing the ra and rv lead integrity at the next follow-up appointment. Provocative maneuvers, isometrics, diagnostic imaging, and close remote monitoring were discussed. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.